Event description:
Surgical provider suturing perineal/vaginal area and portion of needle broke off, room searched, pelvic radiographs taken and radiologist reviewed, final impression noted an object measuring 1.1 cm over the midline vaginal soft tissue region, likely representing unaccounted for surgical needle.